Event description:
The customer reported that the therapy cable connection was intermittent. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the therapy cable connection was intermittent. There was no report of pt involvement. A philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed al testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced. As of 8/29, there have been no further reports of this symptom and this device from this customer.